Event description:
At approximately 0400, rt's responded to a ventilator alarm and observed pilot balloon completely deflated. Several attempts were made to add air to cuff, however, patient wouldn't get volumes and cuff failed to hold pressure. Emergency trach change done. Original trach leak tested via water, and blown cuff was confirmed. Trach submerged in water, and bubbles appeared from cuff.